Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1179632. Medical device expiration date: 2022-03-31. Device manufacture date: 2021-06-28. Medical device lot #: 1186548. Medical device expiration date: 2022-03-31. Device manufacture date: 2021-07-05. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® 9nc 0.129m plus blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: there was "underfill of volume in the tubes. The tubes do not reach the prescribed filling quantity."

Manufacturer narrative:
H.6. Investigation: bd did not receive samples or photographs from the customer in support of this complaint. Therefore, 20 retained samples from each batch number: 1186548, 1179632 were functionally tested and the customer's indicated failure mode of underfill was not observed as all 40 tubes drew within specification. Bd was unable to confirm customers indicated failure mode based on the retained samples test results for both batches. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® 9nc 0.129m plus blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: there was "underfill of volume in the tubes. The tubes do not reach the prescribed filling quantity."